Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 182mg/dl. The customer's levels had been as high as 330mg/dl and as low as 50mg/dl. The customer states they had treated for the highs with manual injection. Troubleshoot was conducted. The device passed testing. The customer states the pump had been exposed to full body scanner at the airport. The customer was advised to avoid such exposures and to monitor the device.